Event description:
Patient revised for pain, found loose malpositioned cup and high ion level.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient revised for pain, found loose malpositioned cup and high ion level. Doi (B)(6) 2006 dor (B)(6) 2010 (right hip). Update (B)(4) 2011 - medical records were received. The trunion of the femoral stem was noted to have some corrosion and it was felt that the femoral stem needed to be removed. It took approx. Two hours to disassemble the femoral stem from the sleeve. The femoral stem, sleeve and adapter sleeve were added to the complaint. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.